Event description:
The customer contact reported that the device door roller pin was broken. It was reported that during set up prior to pt use, the nurse noted that the device door roller pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.